Event description:
On march 5, 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would not power on. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred. There was no damage found to the battery compartment. Visual inspection revealed the battery cap threads were stripped, and the battery cap was unable to establish an electrical connection. A test cap was used for testing purposes. The pump powers on appropriately with no alarms. The pump was exercised for 24 hours with no further power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.